Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation and functional stress testing of the device. No errors were seen in the device logs that would indicate a malfunction. The x series is designed to have a "short detected" message when the multifunction cable is connected to the test connector. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.